Event description:
Strain relief on 32mm probe has been ripped and wires are showing.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed, the strain relief on 32mm probe has been ripped and wires are showing. The screw cap on the top of the unit is missing. The root cause of the these failures are due to the use of the device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.